Manufacturer narrative:
Device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. A new cartridge was loaded and a cartridge change error occurred. Troubleshooting was performed and an o-ring was found on the pneumatic tap. The o-ring was removed and a new cartridge was loaded on to the pump, but the cartridge change error reoccurred. Reportedly the customer reverted to manual injections for insulin therapy. Customer's blood glucose (bg) level was 30mg/dl, cause was unknown. Customer consumed carbohydrates to address bg level.